Event description:
During an unspecified procedure under sedation, the insufflator stops delivering carbon dioxide during the procedure and the device cannot be restarted. The procedure was completed using another device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.